Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained and caused the blockage due to insufficient cleaning, wear and tear damage with customer mishandling over time. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. No response has been received at this time. During examination, the following issues were identified: the connector cover was dented; the light guide lens was cracked; the adhesive around the light guide lens was worn; and the adhesive around the bending section cover was worn. Functional testing showed that the flow rate from the nozzle did not meet specifications due to the foreign material found. In addition, the bending angle in the down direction did not meet specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope's air/water nozzle was partially blocked. The issue was identified during customer maintenance. The device was returned to olympus medical for evaluation. During examination, foreign material was identified in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.